Event description:
It was reported that the pt experienced urinary retention in (B)(6) 2013. On (B)(6) 2013, a reintervention was performed. Access was obtained through one of the incisions and the miniarc sling was "loosened/adjusted" and the device remains implanted. No additional pt complications were reported and the pt's status was fine.

Manufacturer narrative:
Should additional info become available regarding this event, it will be re-evaluated and a f/u report will be sent.